Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information is available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was brought to the emergency room for cardiac arrest. It was observed that the s-ICD was delivering shocks, but they were not effective. Emergency measures, including external defibrillation, were administered for 20 minutes. The patient was hospitalized as he remained in a coma after the intervention was taken. While the patient was hospitalized, several inappropriate shocks were observed. The field representative was called to interrogate the s-ICD. Testing confirmed normal sensing was available. The field representative did also find several episodes recorded due to oversensing which led to inappropriate shock delivery. In one episode, the inappropriate shock induced ventricular fibrillation (vf). No additional adverse patient effects were reported. The cardiologist reported that the patient has a terminal heart condition and does not understand why the emergency room physicians performed 20 minutes of intervention with this patient. The cardiologist understood that the oversensing observed while the patient was hospitalized was due to decreased amplitudes as a result of his condition. The s-ICD has been deactivated. A memory download was performed and sent to boston scientific technical services (ts) for review.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A ts consultant reviewed the data and discussed that there were multiple episodes stored, including those were inappropriate and ineffective shocks were delivered. Several episodes showed a sudden drop in r-wave amplitudes which is suspected to have been caused by partial/fascicular block (left posterior hemiblock). The irregular heart rate suggests that the patient's underlying rhythm was atrial fibrillation (af). Some episodes showed myopotential oversensing in the secondary vector and others showed motion artifacts causing oversensing in the primary vector. The most recently capture surface electrograms showed proper sensing in all three vectors; however, r-wave amplitudes in the alternate vector are smaller than the other two vectors. The defibrillator remained implanted, but the physician had the device programmed off. Additional information was received that the patient the day after the event occurred. The device was explanted but it was not returned to boston scientific for laboratory analysis. It was reported that the device was sent for recycling and will not be available for return to boston scientific. The physician did not suspect that a product malfunction or product performance issue caused or contributed to the patient's death; the reported device behaviors (both inability to convert an arrhythmia and subsequent unneeded shocks) were due to the patient's poor heart tissue condition rather than a device malfunction.